Event description:
High readings. A pt reported blood glucose results of "378 mg/dl and a 259 mg/dl" with a lifescan meter, performed within 10 minutes of each other. While troubleshooting with the customer care agent (cca) the pt received an error 4 and an error 5 message on the ultra. Error 4 message indicates one of the following conditions may be present: 1) the pt may have a high glucose and have tested in an environment near the low end of the system's operating temperature range. 2) there may be a problem with the test strip. 3) the sample was improperly applied. Error 5 indicates that the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation dot. The test strips were in good condition and not expired. The pt did not have control solution to check the test strips. Customer care agent (cca) was unable to resolve the issue and sent the pt a replacement meter.